Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen impede ability to read screen on lower center. Customer's blood glucose level was unknown. Customer reported that insulin pump was louder than normal rewound noises, also received unexplained no delivery alarms which resolved by changing infusion set. Customer stated sometimes backlight required multiple presses to respond, sometimes transmitter did not hold charge. Customer reported that the battery life was decreased and they had top replaced it every three weeks. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.